Event description:
It was reported that the patient had problems with her pump beginning in 2005. It was determined that the pump was faulty and was replaced. The drug concentration and daily dose were not reported. Unable to follow-up with contact information provided, no additional information was obtained.